Event description:
Patient's father contacted dexcom technical support on (B)(6) 2013 to report that patient is experiencing an itchy skin irritation at the sensor insertion site as well as all over his body. Patient has consulted with his pediatrician who prescribed steroids. At the time of his call to dexcom technical support, patient's father reported that patient was still feeling itchy.